Event description:
It was initially reported that the patient experienced intermittent therapeutic effect from her pump therapy; return of patient symptoms with increased spasticity and pain. The patient had "similar results to oral baclofen 2.5 years ago." The patient did note beneficial results during the intrathecal baclofen trial. The patient "received 6 weeks of spasm assistance and then 10 weeks of non-medicated results." The patient was being seen by her hcp in 7 week intervals. She has had an abdominal x-ray, CT scan with dye, roller pump study and bolus dosages. Per the reporter, "the pump was functioning." The patient believed that there was something mechanically wrong with the system. Since implant they had increased the dosing multiple times and symptoms have been labile; at times she had less tone and then increased tone; the highest dose had been 34mcg/day. It was added that recently the drug concentration was changed to a lower concentration to increase the flow rate to see if that improves the patient's symptoms. They also decreased the dose per patient's request from 21.24mcg/.day to 19.12mcg/day. A bridge bolus was infused and the family later called stating that the patient's "spasticity was worse." A nurse had concerns regarding "the patient's suspected change or worsening of her medical condition "hsp" but she has not had genetic testing to confirm." The health care provider (hcp) planned to bring the patient in on (B)(6) 2012 to do a lp (lumbar puncture) and test dose of baclofen; the patient was scheduled for a lumbar puncture on (B)(6) 2012. As of the date of this report, additional information received indicated that since implant the concentration and dose were 250mcg/ml, 12.0mcg/day. On (B)(6) 2012 the patient stopped in at the clinic on her way to (B)(6) to have the pump increased 5% to 12.60mcg/day. Her adductors were slightly tight. A couple of days near the end of her vacation she noticed an increase in spasms. The patient had not exerted herself physically during the vacation or had any falls. On (B)(6) 2012 the patient complained of a return of spasms and stopped back to the clinic. The pump logs were checked and were normal. The rate was increased 5% to 13.25mcg/day and on (B)(6) 2012 the rate was increased another 3% to 13.65mcg/day. X-ray was obtained on (B)(6) 2012 which revealed a "possible kink at l4." The patient had some return of spasms though no signs of withdrawal, no itchiness, agitation, or temperature. The pump was increased 20% to 16.36mcg/day. On (B)(6) 2012 CT with contrast was performed. It was easy to aspirate the catheter, no resistance was felt with the contrast dye, and there was no evidence of catheter kink, break, disconnection, or leak. "The impression was that kinking could be occurring due to position changes." A roller test performed on (B)(6) 2012 was normal. A 25mcg bolus had no effect and the pump was increased 40% to 22.88mcg/day. Additional pump adjustments/symptoms included: (B)(6) 2012: increase of 25% to 28.57mcg/day, (B)(6) 2012: increase of 20% to 34.26mcg/day. There was no change in tone during the day but nocturnal spasms seemed to be controlled. (B)(6) 2012: the patient was having trouble walking and the pump was decreased 15% to 29.14mcg/day. (B)(6) 2012: decrease of 10% to 26.21mcg/day. (B)(6) 2012: decrease of 10% to 23.62mcg/day. (B)(6) 2012: decrease of 10% to 21.22mcg/day. A pump refill with bridge bolus occurred; the new concentration was 125mcg/ml. The new dose was 19.12mcg/day and was set to occur on (B)(6) 2012 at 0300hrs. (B)(6) 2012: the patient began to feel left low back pain. (B)(6) 2012: the patient developed bilateral low back/buttock pain and she took some tylenol extra strength. The pain was described as not radiating but a "draining ache." She was having flexor spasms in l hip and couldn't twist her left leg, "it would give." The patient went to the emergency department complaining of spasms in legs while lying flat and that night she had severe spasms, increased pain with lateral flexion to the right, tight hips, and was unable to sleep. She was given oral baclofen 10mg, tid which helped, along with tylenol extra strength. The pump was increased 18% to 23.02mcg/day. (B)(6) 2012: the pump was increased 13% to 25.98mcg/day with no change in spasms. (B)(6) 2012: a 50mcg bolus was administered via lumbar puncture under fluoro. There was no change in symptoms. The pump was increased 14% to 29.58mcg/day. Currently patient was receiving 34.06mcg/day (125mcg/ml). The therapy was not at optimal level. The nocturnal spasms had improved but the daytime spasticity was not controlled. It was planned to continue to monitor the patient with further pump increases.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8731sc, lot# 30205482701, implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
Additional information received reported the patient had increased tone in her right leg. The patient¿s vacation to hawaii was in (B)(6) 2012 and she had a lot of spasms when she landed. The patient was started on 14.98 micrograms per day (mcg/day) and that was too much and her blood pressure dropped a little bit and she was woozy. The pump was placed at minimum rate for a few hours and she was better and then put on 12 mcg/day. The next morning she was good and saturday she was sent home. On (B)(6) 2012 she was complaining a little bit of spasticity, she had no dizziness, and her blood pressure was 108/68. She was increased by 5 percent to 12.6 mcg/day. (B)(6) she came back and started to complain after her trip. On (B)(6) 2012 she was increased by 5 percent to 13.25 mcg/day, and then the next day another 3 percent to 13.65 mcg/day and she felt a little better. She felt 75% improved. The patient was increased 20 percent that day to 16 mcg/day and it didn¿t help. When the patient got more drug it made her feel weak. Recent sciatica pain started on monday.

Manufacturer narrative:
(B)(4).